Manufacturer narrative:
Device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (will not power on) has been confirmed. As received, the battery charger/modem was unable to fully power on. Upon evaluation, the charger/modem exhibited a flash memory failure at bga components u102 and u105 on the c/a board. The root cause for the flash memory failure could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned a patient's battery charger/modem and reported that the battery charger/modem was unable to power on.